Event description:
It was reported that the device was explanted and replaced due to premature eri. It was noted that the battery dramatically dropped in the last two months to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the premature battery depletion. The device was tested on the bench and in the automated system; no anomalies were found. The battery was sent to the manufacturer and no internal anomaly was detected. The cause of premature depletion was undetermined.